Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced redness, irritation, and raised pumps. The customer was hospitalized due to dermatitis. Customer's blood glucose level was 150 mg/dl. The device was not returned.